Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low pacing impedance was observed on the atrial lead. Lead damage was suspected but was not confirmed visually. The device was reprogrammed to deactivate the atrial lead to resolve the event. The patient was stable and there were no adverse consequences.